Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product on the cardiovascular unit leaked at an unknown location. Per the customer, based on visual inspection, it seems that tpn and lipids were infusing at some point. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked from an unknown port was confirmed to be a leak from one of the maxzero ports. Functional testing resulted in no leaking; pressure testing showed a leak from one of the maxzero components. Closer inspection of the maxzero under magnification showed a microchannel on the interior maxzero walls that allowed fluid to leak. The source of the leak is a microchannel found in the maxzero. The root cause of the microchannel is a manufacturing issue.

Event description:
The customer reported the product on the cardiovascular unit leaked at an unknown location. Per the customer, based on visual inspection, it seems that tpn and lipids were infusing at some point. There was no patient harm.

Event description:
The customer reported the product on the cardiovascular unit leaked at an unknown location. Per the customer, based on visual inspection, it seems that tpn and lipids were infusing at some point. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.